Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Although the unit¿s shaft was returned in a severely bent condition, component inspection was performed on the event unit which confirmed the reported event of a clip not firing. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. It is unknown whether the out of specification feeder was use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # mw5083837.

Event description:
Procedure performed: lap chole. The facility is returning one sterile unit from for evaluation. Surgeon stated that he clipped the cystic artery without issue. The surgeon stated that when he went to clip cystic duct there was no clip to use in the clip applier, the hospital gave the surgeon a new clip which gave the surgeon the same result no clip loaded. Upon an in service and watching a case today (B)(6) 2019 it was determined that the surgeon was using the clip like he had used and 10mm clip and did not pre-load clips. The surgeon was looking for the device to load clip after he fired. Upon conclusion of the case today the surgeon and hospital feel satisfied that the clips work without issue and the lack of pre-loading the clips prior to activation caused the malfunction that being said the hospital would like a cer done. The two clip appliers used in the case where bent into half to fit into hazard bin. They hospital will be returning the two that were bent and one fresh clip from the same lot for evaluation. Additional information was received via telephone on (B)(6) 2019 at 2:08pm implem. Special. All three clip appliers were from the same lot and one sterile unit is being returned. The surgeon clipped the bile duct without pre loading and a hole in the duct occurred. The surgeon used another device to ligate it and then cut out the hold and proceeded with the case. The implementation specialist did an in-service today on (B)(6) 2019 with the staff and was present for a case with the surgeon today on (B)(6) 2019 and there were no issues during the case today as the surgeon was instructed to pre-load the device off of the duct or vessel. The surgeon is a traveling surgeon and was a newer user to the product. The patient is fine. The size trocar used for the case on (B)(6) 2019 is unknown; however, the surgeon used the hasson open umbilicus technique and then a 12mm trocar for the case on (B)(6) 2019. Additional information was received via mail on (B)(6) 2019 from the FDA mw5083837 "when using the universal clip applier dr. Attempted to clip the cystic duct but the clip did not deploy. This led to a hole in the cystic duct. He attempted to use a second clip applier. With the same lot number and the clip did not fire from that device either. Per dr. There was an "indentation" left but no hole. He then used another device to ligate the cystic duct." Additional information was received via email on (B)(6) 2019 from implem. Special. The medwatch was for the same event previously reported by the impl. Spec. "Yes they are the same event, the hospital said they would report since the doctor stated injury. To my knowledge they were able to complete the surgery without injury. The hospital and travel doctor have all been in serviced on the correct use of the clip applier." Patient status: patient is fine.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The facility is returning one sterile unit from for evaluation. Surgeon stated that he clipped the cystic artery without issue. The surgeon stated that when he went to clip cystic duct there was no clip to use in the clip applier, the hospital gave the surgeon a new clip which gave the surgeon the same result no clip loaded. Upon an in service and watching a case today (B)(6) 2019 it was determined that the surgeon was using the clip like he had used and 10mm clip and did not pre-load clips. The surgeon was looking for the device to load clip after he fired. Upon conclusion of the case today the surgeon and hospital feel satisfied that the clips work without issue and the lack of pre-loading the clips prior to activation caused the malfunction that being said the hospital would like a cer done. The two clip appliers used in the case where bent into half to fit into hazard bin. They hospital will be returning the two that were bent and one fresh clip from the same lot for evaluation. Additional information was received via telephone on (B)(6) 2019 at 2:08pm implem. Special. All three clip appliers were from the same lot and one sterile unit is being returned. The surgeon clipped the bile duct without pre loading and a hole in the duct occurred. The surgeon used another device to ligate it and then cut out the hold and proceeded with the case. The implementation specialist did an in-service today on (B)(6) 2019 with the staff and was present for a case with the surgeon today on (B)(6) 2019 and there were no issues during the case today as the surgeon was instructed to pre-load the device off of the duct or vessel. The surgeon is a traveling surgeon and was a newer user to the product. The patient is fine. The size trocar used for the case on (B)(6) 2019 is unknown; however, the surgeon used the hasson open umbilicus technique and then a 12mm trocar for the case on (B)(6) 2019. Additional information was received via mail on 04mar2019 from the FDA mw5083837 "when using the universal clip applier dr. Attempted to clip the cystic duct but the clip did not deploy. This led to a hole in the cystic duct. He attempted to use a second clip applier. With the same lot number and the clip did not fire from that device either. Per dr. There was an "indentation" left but no hole. He then used another device to ligate the cystic duct." Additional information was received via email on 18mar2019 from implem. Special. The medwatch was for the same event previously reported by the impl. Spec. "Yes they are the same event, the hospital said they would report since the doctor stated injury. To my knowledge they were able to complete the surgery without injury. The hospital and travel doctor have all been in serviced on the correct use of the clip applier." Patient status: patient is fine.